Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the reservoir and battery compartment was both cracked and damaged. The customer¿s blood glucose level was 238 mg/dl. The customer's spouse stated that reservoir barely stay in place. The insulin pump will be returned for analysis.